Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-33256. It was reported that during the ipg replacement procedure the physician noticed that one of the leads migrated. As a result, the physician explanted and replaced the lead. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.